Event description:
On the event date, a company representative reported the pt was having issues with elevated blood glucose readings. The presentative did not have specific info. On follow up with the pt, she stated she has received many occlusion error messages on her insulin infusion device. She stated she is not currently experiencing an occlusion but did have done about an hour ago. She stated she cleared the error message by changing her infusion set tubing. She stated she has experienced elevated blood glucose readings in the 400-500 mg/dl range. She has been working with a trainer in regards to site management and infusion set selection. The pt was advised to switch to her backup infusion device for troubleshooting purposes and to call when she receives another occlusion message. Product was replaced and requested to be returned for eval.